Event description:
Customer alleges that when he got up from chair, he heard a clicking noise. He left the room and alleges that he heard cracking and popping noises and came back to find the chair on fire.

Manufacturer narrative:
There is no evidence of any electrical component contributing to the thermal event.

Event description:
Customer alleges that when he got up from the chair, he heard a clicking noise. He left the room and alleges that he heard cracking and popping noises and came back to find the chair on fire.

Manufacturer narrative:
Device received for evaluation. A follow-up report will be submitted once evaluation has been completed.